Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip was found to be broken off of a ria drive shaft. The device was found damaged in sterile processing. There is no known procedural or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was reported as received by the manufacturer on (B)(4) 2015; it was noted to have been decontaminated on (B)(4) 2015. Part number: 314.742, lot number: 7004945: release to warehouse date: (B)(4) 2012. Supplier: criterion tool & die. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft over the 3 year lifespan leading to fatigue and ultimately the fracture at the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The break is roughly spiral and located within 7.5mm and 12.6mm of the distal edge of the drive shaft helix. The helix is intact and the broken portion was not received. The missing portion is estimated to be a maximum of 14.1mm long based on the device drawing. The balance of the device shows some light surface scratches/nicks and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft over the 3 year lifespan leading to fatigue and ultimately the fracture at the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.